Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 34mm amplatzer septal occluder was chosen for implant using an 12f non-abbott delivery system. During the procedure, while deployment, it was discovered that the device was not conforming to its desired shape and took form of cobra deformation, therefore the device was retrieved back. The deformed device was never released from the delivery cable while inside the patient. There was no interaction with the cardiac structures during deployment and there was no angulation or kink noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.